Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen is locking up.

Manufacturer narrative:
Updated fields: b4, d9(device available for eva), e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: tel - (B)(6). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) screen was locking up. There was patient involvement but no patient harm reported. A getinge field service engineer (fse) evaluated and noted that lower display bezel was cracked on both the left and right side. He replaced bezel, lower display. He also noticed that touch screen was also cracked in the corner (not visible when bezel is on). After functional testing, touch screen was working intermittently. When he had trainer connected, the lock/unlock screen was delayed for more than 2 seconds. Fse replaced touchscreen assy, 12.1". He performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use. The defective components were received for further investigation. Fat received parts with a reported unit failure message of lock/ unlock screen button delayed and touchscreen cal. Did not work. Performed visual inspection of these part received and touchscreen assembly look in good condition and bezel lower display was damaged. The failure analysis and testing department could not verify the failure of button delayed and touch screen calibration not working. Due to damaged bezel lower display cover the fat dept. Can not able to install and check. Please see attached picture. Touchscreen assembly passed testing. Bezel lower display cover failed testing. Sending touchscreen assembly to supplier as per procedure 0002-07-d008 rev an. Retaining bezel lower display cover in the fat dept. As per procedure 0002-07-d008 rev an.the non-conformances with the touchscreen were not confirmed. However, the root cause is not confirmed. The non-conformances with the bezel lower display confirmed. However, the root cause is impossible to defined.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units screen is locking up. There was no patient harm reported.